Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after the third firing of the device for a side-to-side anastomosis of ileum and colon, the nurse pushed the blue button and the silver button at the same time and tried to return the jaws to the straight position, however the jaws were articulated to the opposite angle in 45 degrees (not fully). The nurse pushed both of the buttons again, however the device did not react even after replacing the battery. The stapling handle was then replaced and the case was able to be completed. The device was also difficult to unload. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.